Event description:
The patient had a savi scout seed placed prior to surgery. When the surgeon checked for the seed before prepping the patient, the machine was not reading the seed. A second machine was brought in that also did not read the seed. The physician reports that this is the second time this issue has happened. After the first time, the manufacturer representative checked all the equipment and said they were both working appropriately.